Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. No moisture damage on electronics was noted. The pump was unable to verify failed battery test alarm due to button error alarm. The pump had scratched display window and case damaged. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer treated with food. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.